Manufacturer narrative:
Relevant device(s) are: product ID: v nmc3737c182tj, serial/lot #: (B)(4), ubd: 07-jul-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a 50mm taa . The vnmc3737c182tj was placed proximally an d vnmc3434c182tj distally.  It was reported that during follow-up , stent expansion was noted in the proximal region of the proximal stent graft and peripheral stent expansion in the peripheral stent  vnmc3434c182tj. D-sine has occurred.  Per the physician the cause of the event is navion stent expansion.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5: additional information: intervention was performed on (B)(6) 2022 where fenestration was performed with placement f of a non-mdt subclavian stent directly below the common carotid artery to directly above the sma. Vamc3838c200tj , vamc4036c150tj, vamf3834c150tj and vamf3632c150tj and etew2828c82ej were also implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information received: core lab review of CT imaging from on (B)(6) 2022 identified no endoleak, stent fractures, stent ring enlargement or stent ring migration. The imaging was noted as na for aortic enlargement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated section b2; h2 b5; additional information received: it was confirmed that the device involved in the d-sine is vnmc3434c182tj ( sn (B)(6)). Intervention was performed approximately 28 months post-index procedure where fenestration was performed with placement of a non-mdt subclavian stent directly below the common carotid artery to directly above the sma. Vamc3838c200tj,vamc4036c150tj,vamf3834c150tj and vamf3632c150tj and etew2828c82ej were also implanted. Film evaluation summary: the reported stent ring enlargement and d-sine could not be confirmed from the still images provided; therefore, the cause of the events could not be determined. Lack of pre-implant CT's did not allow for assessment of the pre-implant anatomy. Post- implant cts were not available and a more thorough analysis of the stent graft in vivo configuration. There was no visible scale on films, therefore no vessel or stent graft measurements could be performed and only one view-point ( left lateral) was provided. It is possible that anatomical factors such as the sharp angulation noted in the descending aorta may have been a contributory factor in the occurrence of the reported d-sine event, but this could not be confirmed. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.